Manufacturer narrative:
Event date: exact event date unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. An endoleak was detected. The type was unknown, and the physician decided to monitor the patient. In a recent follow-up check, an increase in the aneurysm diameter was observed. Color doppler imaging showed a type iii endoleak from the contralateral leg of the main body (through a pin hole or damaged graft fabric), and thus intervention was required. The intervention procedure was carried out. After implanting a medtronic aui device inside the existing stent graft, a femoro-femoral bypass was performed to resolve the endoleak. As no endoleak was observed during the procedure, the physician concluded that the endoleak had probably resolved and completed the procedure. The endoleak occurred about a year after the device implantation and the endoleak originated from the junction between the main body¿s contra leg and the limb. The physician stated the cause of the event cannot be determined. No additional clinical sequelae were reported, and the patient will be monitored by their physician.

Manufacturer narrative:
Additional information received for this case; it was reported that a luminexx 14mm (bard) had been implanted in the junction area (between the main body's contra leg and the limb) and it is thought that this may have interfered with the junction. However, the exact cause of endoleak remains unknown. The endurant limb that was overlapped with the main body's contra leg could not be confirmed fully. If information is provided in the future, a supplemental report will be issued.